Manufacturer narrative:
Additional analysis of the tip cover accessory found that when the tip cover was installed on an in house monopolar curved scissors (mcs) instrument using the recommended installation tool, the tip cover accessory fit snuggly onto the mcs instrument and did not come off. Removal of the tip cover accessory took similar force compared to removal of a new tip cover accessory on the mcs instrument. The returned tip cover accessory was compared visually to a new tip cover accessory and it was discovered that the returned tip cover accessory had a slight bulged appearance and the diameter measured more than the diameter of the new tip cover accessory, indicating that the material on returned tip cover accessory may have stretched slightly. Measurements were taken at the top end, mid and bottom end to compare the returned tip cover accessory to a new tip cover accessory. It was concluded that stretched condition of the returned tip cover accessory was due to inappropriate installation and / or removal of the tip cover accessory multiple times from a mcs instrument and / or over-installation of the tip cover accessory on the mcs instrument. No other damage was found.

Manufacturer narrative:
On 09/03/2015 intuitive surgical, inc. (Isi) performed additional failure analysis investigation on the returned monopolar curved scissors (mcs) tip cover accessory. Additional failure analysis found that when the returned tip cover was installed/removed on an in-house mcs instrument using in in-house blue installation tool, the amount of effort that was required to install and remove the returned tip cover versus a new in-house tip cover on the same mcs instrument was roughly the same. The returned tip cover was compared visually to a new in-house tip cover and measurements were taken at the top end, mid and bottom end to compare the two. The returned tip cover had a slightly bulged appearance and the diameter measured more than the diameter of the new in-house tip cover, indicating that the material on returned tip cover may have stretched slightly. It was concluded that stretched condition of the returned tip cover may likely be due to either installation/removal multiple times from a mcs instrument or over-installation of the tip cover onto the mcs instrument. No other damage was found.

Manufacturer narrative:
The mcs tip cover accessory has been returned to isi for failure analysis evaluation, however, failure analysis investigation of the returned affected part has not been completed. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci hysterectomy procedure, the mcs tip cover accessory installed on the mcs tip cover fell into the patient. Per the information provided by the site, the tip cover was retrieved from the patient.

Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory installed on the mcs instrument fell off inside of the patient. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the site's (B)(6) regarding the reported event. According to the (B)(6) , the tip cover was retrieved laparoscopically, and the procedure was completed with a replacement mcs instrument and tip cover accessory. The (B)(6) was unable to provide the specific date that the reported event occurred, only that the event occurred in (B)(6) 2015. There was no harm to the patient. According to the site's (B)(6) , electrolube was applied after the tip cover was installed onto the mcs instrument and there was no resistance noted while the mcs instrument was being advanced into the patient. There is no video recording of the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) tip cover accessory. Failure analysis investigations confirmed the customer reported failure mode. The mcs tip cover installed on an in-house mcs instrument (mcs) instrument, found that the tip cover easily slide in and out of the mcs instrument when compared to installation/removal of in-house tip cover onto an in-house mcs instrument. The body of the tip cover also exhibited drag marks, tears and gouges. It was concluded that the tears/drag marks to the tip cover was likely due to use of other surgical instrumentation to remove the tip cover instead of the recommended tip cover removal tool.